Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited high capture thresholds. The reported lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. A full lead was returned in one piece for analysis. Electrical testing, visual and x-ray examination of the lead were normal with no anomalies found.